Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
Related manufacturer reference number 1627487-2021-18771. It was reported that patient experienced ineffective therapy. Reprogramming was unsuccessful. X-rays showed leads had bilateral fractures. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient having ineffective stimulation due to multiple falls was reported to abbott. The patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both of the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.